Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 silicone foley catheter. Balloon arrived inflated prior to testing therefore solution was removed prior to testing. Inflated balloon with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water). Catheter balloon deflated under 5 minutes with no difficulties. Upon deflation cuffing of balloon was noticed. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the foley catheter was in place, the sterile water or urine seemed to have leaked from somewhere and the water was dripping from the catheter. When the sterile water was removed, it had discolored. Per notification from investigator on (B)(6) 2024, it was found that the balloon cuffing was present during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the foley catheter was in place, the sterile water or urine seemed to have leaked from somewhere and the water was dripping from the catheter. When the sterile water was removed, it had discolored.